Event description:
The patient's family member checked pt's blood glucose on the suspect device and obtained a result of 214 mg/dl. The family member noticed that pt was sweaty and disoriented. Emergency medical technicans were called and they checked pt's glucose and the level was 33 mg/dl. Pt was taken to the hospital and treated for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.